Event description:
It was reported that during an ankle arthrodesis procedure the surgeon was using the push-pull device to hold the plate. While compressing the plate the threaded portion broke leaving the broken fragment in the tibia. The broken portion of the device was removed using the broken screw removal set, and the procedure was completed. This added about 10 minutes to the procedure. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed and a manufacturing evaluation can not be performed. No conclusion could be drawn as it remains unknown whether or not the device is being returned and no lot number was provided. Placeholder.